Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 165mg/dl, 86 mg/dl. Tests were done with less than 10 minutes with a difference of 56%. Patient did not expeirence any adverse events. No further information has been reported.